Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following the intraocular lens (iol) implant procedure, iol that has gone cloudy. The patient is quite frail and not that keen on lens explant. Additional information has been requested.